Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the broken fiber optic sensor extension cable assembly then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic connector was observed to be broken for the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.